Event description:
It was reported to ventec that the device was alarming "system fault" and slow to turn on. During the device's evaluation, ventec found that it would power on, albeit slowly, and observed that after running for a while it would alarm "system fault" and began continuously rebooting by itself. In this state the device would be inoperative. There was not patient use associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device alarming "system fault" and continuously rebooting (inop) by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.

Manufacturer narrative:
H6: the removed control board was further evaluated by ventec. Ventec determined that the root cause of the reported issue was a cold solder joint on an integrated circuit (ic), designator u508.